Event description:
It was reported that patient was seen with high impedance and was referred for x-rays as a result. Pin re-insertion was noted to have been attempted during surgery, but this did not correct the high impedance. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Lead product information is now known. X-ray was reported to be taken with no anomalies seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
X-rays were reviewed in which no anomalies were seen on the images. No other relevant information has been received to date.

Manufacturer narrative:
H6: adverse event problem codes; corrected information; initial MDR inadvertently included incorrect information. F10: adverse event problem; corrected information; initial MDR inadvertently included incorrect information.

Event description:
It was later reported that the patient had undergone a full revision. The suspect product has not been received to date. The explanting facility is noted to be a no return site and therefore product return is not anticipated for this event. No other relevant information has been received to date.